Event description:
Customer reported via phone call, the sensor is giving inaccurate reading which is attempting to trigger the threshold suspend feature on the insulin pump. Sensor reading was 41 mg/dl and blood glucose was 76 mg/dl. Troubleshooting was performed and customer was advised to wait five hours to sees if readings stabilize. If issues continue she should remove the sensor. She is not returning the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.